Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "the tuohy needle from the kit is not rigid and bends easily when in contact with the ligamentum flavum. No sensation of bone contact. No consequences for patients other than a repetition of the procedure (up to 4 times). Devices from the same batches have been placed in quarantine." Associated complaints 3006425876-2026-00223 and 3006425876-2026-00224.

Event description:
It was reported that: "the tuohy needle from the kit is not rigid and bends easily when in contact with the ligamentum flavum. No sensation of bone contact. No consequences for patients other than a repetition of the procedure (up to 4 times). Devices from the same batches have been placed in quarantine." Associated complaints 3006425876-2026-00225, 3006425876-2026-00223 and 3006425876-2026-00224.

Manufacturer narrative:
(B)(4). The reported complaint of the needle was bent could not be confirmed based on the investigation of the sample received. The customer returned one epidural needle for evaluation. Visual examination of the returned sample revealed the needle's cannula did not appear to be bent. Also, a lab inventory catheter could be threaded through the returned needle with no resistance met. The returned needle passed a functional drag test. A device history record review was performed on the epidural needle with no relevant findings. Therefore, based on the condition of the sample received, there were no visual or functional issues found with the returned sample.